Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had undergone a double mastectomy procedure. Following the procedure, there was very little subcutaneous tissue. The physician thought the implantable cardioverter defibrillator (ICD) was close to eroding through the skin. The patient had not been treated by the defibrillator for quite some time, so the physician opted to explant the ICD. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.